Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly, the pump connector was determined to be damaged at explant, specifically a slice/cut was seen on the connector.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4). Received for analysis was the pump and catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that the device system was planned to be explanted due to infection on (B)(6) 2014. No further details were provided as regards to patient outcome and drug delivered via the device. Additional follow-up received at a later date noted that the drug in the pump was baclofen and the system was explanted.